Event description:
It was reported that during deployment of a vascular stent in the sfa, the deployment trigger became non-responsive. The device was removed from the pt without incident. No pt injury reported.

Manufacturer narrative:
The lot number for the device was provided. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned and based on the eval, it is confirmed that the release mechanism was activated until breakage of the deployment components occurred. Only 1 mm of the stent had been uncovered when the breakage occurred. The grip handle was opened and the tension wire was found to be fractured. Within the distal section of the delivery system, scratches were identified on the cardan metal surface and abraded, bulged material was found, which would have made the stent deployment impossible. Potential factors that could have led or contributed to the reported event have been considered. It is possible that increased friction forces due to tortuous and/or calcified vessel anatomy may have been a contributing factor for the bulged material; however, the definitive root cause is unk. The current instructions for use (IFU) states "do not constrict the delivery system during stent deployment. If excessive force is left during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." In this case, it was not reported that excessive force was felt prior or during stent deployment.